Event description:
Customer reported being hospitalized due to high bg. The cause of hospitalization (as per md) was high bg. Customer was stable to proceed with troubleshooting and pump appeared to be functioning normally. A clamp was sent to customer.